Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. The device met specifications prior to leaving sjm manufacturing facilities as supported by a review of the device history record. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known inherent risk of use of this device.

Event description:
During a cardiac ablation procedure, a pericardial effusion occurred. During manipulation of the flexability ablation catheter, the catheter was noted to be outside the left atrium and the patient became hypotensive. An echocardiogram revealed a cardiac perforation on the left atrial roof just anterior to the right superior pulmonary vein. A pericardiocentesis was performed which stabilized the patient. There were no performance issues with any sjm devices.